Event description:
Customer reported to baxter (B)(4) of a blood set in which customer observed blue slide clamp attached to set was inserted wrong way during assembly. The operator of the set inserted the slide clamp in the unknown infusion pump without noticing the slide clamp was assembled wrong way (other way around) and because of this the blood started backing up in the line. The infusion was stopped immediately after observing the back flow of the blood. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a blood set in which customer observed blue slide clamp attached to set was inserted wrong way during assembly was confirmed during visual inspection of sample. The assignable root cause of the reported condition is found to be an operator error in incorrectly assembling the slide clamp of the involved sets. As an immediate action the operators have been retrained and an in-process test has been added. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.